Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare flexcare power toothbrush.

Event description:
Consumer complained about bristles falling out of brush head. No injury reported.